Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was capsular contracture, baker grade iii and wrinkling. The events of capsular contracture and wrinkling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional also reported "wrinkling/rippling." Device was explanted.